Event description:
Customer's daughter reported customer received inaccurate high glucose readings from their freestyle meter and administered herself with incorrect amount of insulin. Customer's daughter reported customer experienced symptoms of "tingling in fingers, shaking, cold, clammy, sweating, slurred speech and confusion." The customer also experienced a seizure. Customer went to visit her doctor who diagnosed customer with severe hypoglycemia and treated customer with glucose tablets and sugar water. The doctor also changed the dosage on customer's medications. There was no report of death or permanent impairment.

Manufacturer narrative:
Customer's meter has been returned to the lab and no reading issues were observed. All results were within the range specification and no errors were observed during control solution testing. Note: the reported readings when plotted on a parkes error grid fell into the "a" zone showing the difference in values to be clinically insignificant.